Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with mild tortuosity and heavy calcification in the mid right coronary artery (rca). A 2.5 x 23 mm xience prime stent delivery system (sds) could not cross the lesion due to the anatomy. The xience prime sds was pulled back to pre-dilate the lesion with a 2.75 x 12 mm nc trek balloon, but due to the calcification in the artery, the balloon catheter shaft kinked. When the balloon catheter was withdrawn from the patients anatomy, the balloon catheter shaft broke. Another 2.5 x 12 mm nc trek balloon catheter was used to pre-dilate and a new 2.5 x 33 mm xience prime stent was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.